Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that patients underwent a pancreaticoduodenectomy on an unknown date and suture was used to close the incision. Complications included infection and fistula. No additional information was provided.